Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot. The information received indicated the device had malfunctioned, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, after 6 weeks the doctor tried to activate the implant for the first time, unfortunately without success. Further unsuccessful attempts followed at intervals of 14 days. On (B)(6) 2019 presurgery was performed and there was capsulation surrounding the pump. The pump was moved to another position. Also this did not bring success. The erectile tissue implant could not be activated. On (B)(6) 2019 the prosthesis was surgically removed, as frequent tests on the pump had caused inflammation in the scrotum and there was still a painful swelling at the scrotum accompanied by secretion.